Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial result was 0.055 uiu/ml. This result was reported outside of the laboratory. The sample was repeated and the result was 0.048 uiu/ml. This result was questioned by the laboratory because the patient had a history of elevated tsh. The sample was repeated and the result was 1.99 uiu/ml. A new sample was obtained on (B)(6) 2017 and the tsh result was 2.22 uiu/ml. No adverse event occurred; the initial erroneous result was corrected. The tsh reagent lot number was 226376 with an expiration date of 30-nov-2017. The customer complained about many sample aspiration alarms and stated out of 80,000 samples tested per day, they have 1800 cases of questionable results per month. The customer has had issues with pre-analytics in the past, but is wondering why no flags are produced when there are so many sample alarms on the alarm trace.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer's calibration and quality controls were acceptable. Instrument performance testing results from (B)(6) 2017 were acceptable. Liquid flow cleaning was performed on (B)(6) 2017, the measuring cell was replaced on (B)(6) 2017 and pinch tube and sipper maintenance were performed. Liquid level detection voltages were checked by the field service engineer (fse). Many abnormal aspiration alarms were observed during a review of the alarm trace. The customer was wondering why instrument flags were not produced when there were so many sample alarms on the alarm trace. The instrument does not produce a flag for every sample alarm that is produced. Multiple factors are involved in determining whether the instrument produces a flag along with a sample alarm. Based on the quality control data, a general reagent issue can be excluded. The most likely root cause of the event may be related to a pre-analytical issue such as a clotting time that is too short (10-20 minutes) resulting in clot formation during incubation. A more general possibility could be bubbles or foam on the reagent surface or the system reagent surface. An additional root cause may be related to insufficient maintenance.